Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation in on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event description per emergency department report: customer states, "I was starting an IV on a patient. It was a 22g. I inserted it and hit the vein like usual, and when I advanced the catheter into the patient the catheter bent inside of the patient and popped out of her skin along with a lot of blood. I pulled it all out of the patient and investigated it. It literally looked like the needle sliced the side of the catheter as I advanced it." "The patient did not require any additional treatment. A new IV was inserted, no harm was done to the patient".

Manufacturer narrative:
(B)(4). The sample and all available information was forwarded to the manufacturer, b.braun (B)(4), for further evaluation. Their report states that they received 1 used introcan safety pur 22g, 0.9x25mm-us without packaging. Visually inspected the returned sample found the cannula pierced the capillary. There was a "v" cut on the pierced location of the capillary. This "v" cut shape observed on the capillary is due to reinsertion of the cannula. Per the IFU, it is indicated to not reinsert the needle inside the catheter as once the needle has been partially or completely withdrawn it may pierce the catheter. With the above findings, complaint is not justified. The batch record was unable to be reviewed as the batch number was not known. If additional pertinent information becomes available, a follow up report will be submitted.